Event description:
The core micro drill was sent for service and it continued to run on its own after the trigger was released during performance testing. No adverse event was associated with the device.